Event description:
A medwatch was rec'd on april 20, 1998 stating "during a laparoscopic cholecystectomy a 10-12mm trocar came apart and the "o" ring fell into the pt's abdominal wall. Physician removed the "o" ring with no follow up required."

Manufacturer narrative:
H10: rec'd medwatch from user facility. [360055-1998-1]. 1527736-1998-235.]